Event description:
It was initially reported by the site that their handheld is not working properly. The handheld is very slow and it freezes when interrogating the pt. Once the handheld is switched off and back on, it blocked again. Troubleshooting steps were performed to resolve the issue but it did not help. New handheld was sent to the site and the old handheld was returned to MFR for analysis. The flashcard was not returned for analysis.